Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater bag became disconnected from the cassette. This event occurred during refiling the heater in fill five of five with the patient connected. The patient stated that they made sure the heater bag was connected completely but it still became disconnected. The technical service representative (tsr) had the patient close the clamps and disconnect. The tsr assisted to bypass to end of therapy. Product surveillance contacted the patient on a follow-up call and the patient stated that they did not notice any defects to the supplies and was able to set up therapy successfully. The patient stated that they made sure that the connection was secured but towards the end of therapy it just disconnected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.